Manufacturer narrative:
A review of the manufacturing documentation associated with lot 35236197 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during a shunt percutaneous transluminal angioplasty (pta), the 300cm sv short guidewire was used to approach from the artery, however its distal end got deformed. The wire was removed, and it was confirmed that the coil at the distal end got longer. The device was torn, but this only happened after removal. The device was about to become torn when it was removed from the sheath. It became fully torn after being removed and held. The wire was replaced with a new sv guidewire which was able to cross the lesion. The procedure was completed by plain old balloon angioplasty (poba). There was no reported patient injury. The lesion had severe calcification and had 90% stenosis. A non-cordis guidewire was initially used in an approach from the anastomotic part of the vein, but it could not cross. The device is expected to be returned for evaluation. There were no visible signs of device/package damage prior to use. The device was prepped according to the instructions for use (IFU). No unusual force was used at any time during the procedure.

Manufacturer narrative:
As reported, during a shunt percutaneous transluminal angioplasty (pta), the 300cm sv short guidewire was used to approach from the artery, however its distal end got deformed. The wire was removed, and it was confirmed that the coil at the distal end got longer. The device was torn, but this only happened after removal. The device was about to become torn when it was removed from the sheath. It became fully torn after being removed and held. The wire was replaced with a new sv guidewire which was able to cross the lesion. The procedure was completed by plain old balloon angioplasty (poba). There was no reported patient injury. The lesion had severe calcification and had 90% stenosis. A non-cordis guidewire was initially used in an approach from the anastomotic part of the vein, but it could not cross. The device is expected to be returned for evaluation. There were no visible signs of device/package damage prior to use. The device was prepped according to the instructions for use (IFU). No unusual force was used at any time during the procedure. During the product analysis, it was noted that there was a separated area of the body of the guidewire. Additional information was received that the device was removed from the patient¿s body intact safely. The separation occurred when the device was on hold before it was sent back. A non-sterile unit of guidewire pgw .018 sv short 300cm st was received for analysis. Per visual analysis, an unraveled/stretched and frayed/split/torn conditions were observed on the distal end. Also, a separation condition was noticed. The separated segment was not returned for analysis. No other damages or anomalies were observed. Microscopic analysis results showed the separated area on the body of the returned sv short guidewire presented evidence of diameter reduction, tension marks, ductile dimples, and plastic deformations resulting in cup and cone-like shapes that were observed on the wires. The plastic deformations and ductile dimples, as well as cup/cone like surface found on the wires, resulting in a diameter reduction and tension marks, are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the material of the guidewire was induced to a tensile force that exceeded the wire material yield strength prior to the separation. No other anomalies were observed during sem analysis. A product history record (phr) review of lot 35236197 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The product malfunctions reported by the customer as ¿distal tip wires - unraveled/stretched- in patient¿ and ¿distal tip wires - frayed/split/torn¿ were confirmed. An unraveled/stretched and frayed/split/torn conditions were observed on the distal end. Also, a separation condition was noticed, however the customer reported the separation occurred while the device was on hold before it was shipped for analysis. The cause of the reported failures by the customer could not be conclusively determined. Based on the findings during the product analysis, the guidewire was likely induced to a tensile force that exceeded the guidewire material yield strength. Procedural/handling factors and vessel characteristics (severe calcification, 90% stenosis) might have contributed to this issue. According to the IFU, although not intended as a mitigation of risk, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for signs of damage. Do not use a guidewire that shows signs of damage. Never push, auger, withdraw, or torque a guidewire that meets resistance. Stop the procedure. Do not move or torque the guidewire. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur.¿ neither the phr review nor the product analysis suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
During the product analysis, it was noted that there was a separated area of the body of the guidewire and the separated segment was not returned for analysis. It was further reported that the device was removed from the patient¿s body intact safely. The separation occurred when the device was on hold before it was sent back.